Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the device's clip was fired across another clip and removed by surgeon. Replacement clip was normal. The next clip placed on the cystic duct was completely open in "v" formation. Additional clips were fired normal. Same device was used to complete the case. Jackson pratt drain placed intraop in case of leakage. There was no additional consequence to patient.